Event description:
Additional information received on 16may2023 stated that the pump had not been plugged in appropriately and the battery depleted. IV pump began to stop during active infusion, sound a beep and give error message "power pump off..." Pump was stopped, followed error message instructions and restarted infusion. This occurred three times at which time a new pump was obtained. It was mentioned under the section adverse event or product problem that it was a product problem (e.g., defects/malfunctions), the location where the event occurred was on the hospital specifically at critical care. The original intended procedure was infusion of hypotensive medication. This is not a laboratory device or laboratory test. The device is available for evaluation. There was patient involvement, however no report of harm.

Manufacturer narrative:
Additional information added in b5.

Event description:
The event involved a plum 360 infusion pump and was received though mandatory medwatch report # 4400480000-2022-8009. The report stated that a patient was receiving phenylephrine 50,000 mcg in dextrose 5% in water 250ml infusion at 10 mcg/min for hypotension with order to titrate prn for map greater than 65. The pump began to stop during active infusion, sound a beep; give and error message "power pump off". The nurse stopped the pump and followed instructions given by pump and then a new pump was obtained. An update was provided by the end user on 27sept2022 stating the pump was assumed to be on direct current since the battery was depleted. It was unknown how long the device been charging prior to the reported event. The pump was plugged in once by the biomed where no duplication was noted. However, the issue was identified in alarm/device log. When asked if patient¿s status change due to the event, the customer stated that "slight drop in blood pressure due to phenylephrine being stopped". The patient¿s status prior to, during, or after the event was critical but stable. When asked if there was a critical delay in therapy, it was stated that "only short delay, no noted harm. There was no medical intervention required, they only changed the pump. The end user stated that there was no further issue noted after replacing the pump and no repair needed from investigation. The event was an uncontrolled shut down due to the battery depletion. The pump is back in service, and no issues have been identified. There was patient involvement; however there was no harm reported

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.